Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device stopped working. A sensor was inserted into the arm on (B)(6) 2018. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.